Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. There was some plastic shearing of the toggle switch. A pmv needle was loaded onto the device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to hold suture mid-way through case. The needle disengaged into the patient's cavity and was retrieved by graspers. Current patient status is okay. A new device was opened to correct this condition. There was no patient injury. There was user involvement but no user injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.